Manufacturer narrative:
Initial report 05-oct-05: this spontaneous case, involves a male who received sculptra (poly-l-lactic acid) under his eyes. Consumer states "the bumps are so large, they look repulsive". Addendum dated 18-nov-05: evaluation of sculptra, batch number and expiration date unknown. An investigation has been performed on the documentation of all potentially involved batches. The review of the DHR of these batches didn't show any anomaly that could be related to the event occurred. Conclusion: related to the product. Follow-up received on 19 and 20-jul-07 upgrading this case to serious: a dermatologist injected sculptra under eyes, in nasal folds, cheeks, and between eyes. In 2005, he developed a nodule by right eye and 5 smaller nodules under left eye. The nodules doubled in size the following month. The size of the largest bump was over a 1/4 and 1/8 high. The area is reddish which still exists, but is now half the size. He described the left size as looking like rolling hills. He was treated with unknown injections, and excision which did not work. A biopsy found "granulomatous inflammation" in 2005. In 2006, the dermatologist operated again on the area described as a "cyst". In 2007, a plastic surgeon operated under general anesthesia. Two months later, consumer has swelling and scars "the size of a silver dollar". Follow-up dated 2007: batch record review was without hint to root cause. No faults, defects, damages detectable. Conclusion: no faults detectable. Nodules and granulomas are considered listed in the labeling for the product. The manufacture sees neither an increased end in frequency or severity of this type of event, nor any new safety signals as the result of this report. Nodules and granulomas are typically a cosmetic concern and not a major medical issue that would result in permanent disability, life-threatening condition, or fatal injury. This report is being submitted to maintain consistency in adverse event reporting across regions.

Event description:
Initial report 05-oct-2005: this post-marketing spontaneous case, involves a male consumer (age unspecified) who received sculptra (poly-l-lactic acid) under his eyes. Consumer states, "the bumps are so large, they look repulsive". The event is ongoing. Relevant medical history, concomitant medications, and clinical details of the event are all unknown. No additional information is provided. This case has not been substantiated by a medical professional. Addendum for follow-up dated 2005 from pqc received in uspv on 30-nov-2005 for pqc#1000106446: evaluation of sculptra, batch number and expiration date unknown. An investigation has been performed on the documentation of all potentially involved batches. The review of the DHR of these batches didn't show any anomaly that could be related to the event occurred. Conclusion: related to the product. Follow-up received on 19 and 20-jul-2007 from this consumer indicated treatment included surgery under general anesthesia, upgrading this case to serious: a dermatologist injected poly-l-lactic acid (plla) under eyes, in nasal folds, cheeks, and between eyes. A few days after his injection in 2005, he developed a nodule by his right eye and 5 smaller nodules under left eye (about 1/4 inch). The nodules doubled in size the following month. The worst result was under his eye on the right side (several bumps); the size of the largest bump was initially over a 1/4 and 1/8 high. The area was always reddish and redness still exists but is now about half the size. He described the left side as looking like rolling hills. His dermatologist first treated them with unknown injections, which did not work. The dermatologist then performed excisions under a local anesthetic in his office and that did not work. The nodules returned. A biopsy of the nodule found "granulomatous inflammation" in 2005. In 2006, the dermatologist operated again on the area described as a "cyst". In 2006, his dermatologist suggested that he see a plastic surgeon. In 2007, a plastic surgeon operated under general anesthesia in a surgical suite. Two months later, consumer has swelling and scars "the size of a silver dollar". Consumer had no information regarding reconstitution of plla and total volume injected. Consumer also reported plla had no effect on his cheeks and between his eyes. He had had no previous cosmetic procedures. No further relevant information reported. Additional information for poly-l-lactic acid (lot #/expiration date unknown) from product technical complaint received: batch record review was without hint to root cause. No faults, defects, damages detectable. Conclusion: no faults detectable.